Event description:
It was reported that on (B)(6) 2022, a 2.4 cruciform screwdriver was used to remove a large fragment plate with cruciform screws from the patient. The tip of the screwdriver was broken. The plate and screws were not successfully removed. The patient was scheduled for re-operation on (B)(6) 2022. Fragments were generated. The procedure was not completed. This report involves one (1) screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.